Manufacturer narrative:
Corrected data: h6-120 electrical problem identified.

Manufacturer narrative:
Vyaire medical file identification: (B)(4).the service tech was able to verify the reported issues. The usage hours and cycle count were corrupted. The main board still alarms service soon after being reprogrammed. The root cause is the main board. Button test and the silence/reset button is difficult to press and is intermittently unresponsive. The root cause is the encoder panel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator is not turning off and the membrane buttons are not responding. At this time, there is no information regarding patient involvement associated with the reported event.